Event description:
It was reported, the patient experienced no stimulation sensation when standing. The patient additionally reported that for the past 5-6 months, the stimulation only worked if he was sitting or lying down. Reprogramming was attempted without success. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).